Manufacturer narrative:
The insulin pump was received with blank display due to missing battery spring. The device also had a scratched lcd window, cracked case on the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that he went to bolus and found that the insulin pump had a blank display. Blood glucose value was 222 mg/dl. During troubleshooting, the customer stated that the contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. Customer was advised to remove the battery for 10 minutes, clean the battery cap and compartment; the customer stated that the spring in the battery compartment came out. He put the spring parts back in and put a battery in and the display returned. The customer was advised the device would have to be replaced. The insulin pump was replaced and returned for analysis.